Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although fibrin is a normal component of the clotting process, there are steps that can be taken to lessen its negative effects on sample quality in both serum and plasma. Handling errors and pre-analytical variables that lead to fibrin formation can be addressed to mitigate the effects and presence of fibrin. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete and gentle inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting time) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. To assure a high quality specimens several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. When using a winged blood collection set for venipuncture, a discard tube must be used to fill the blood collection set tubing¿s ¿dead space¿ with blood. The discard does not need to be filled completely. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. There are physiological circumstances that may lead to increased fibrin, including anticoagulant therapy or a clotting disorder may lead to incomplete clotting.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced missing additive which was noted after use. The following information was provided by the initial reporter: after collection, even waiting 2h for sample centrifugation, which is not consistent with our hospital reality of delivery of results on an urgent basis, the tubes have a constant fibrin formation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced missing additive which was noted after use. The following information was provided by the initial reporter: after collection, even waiting 2h for sample centrifugation, which is not consistent with our hospital reality of delivery of results on an urgent basis, the tubes have a constant fibrin formation.